Manufacturer narrative:
Limited information available. Size and serial number of the perceval valve are unknown. Possible manufacturing location is (B)(6).

Event description:
On (B)(4) 2017, the manufacturer was notified that a perceval valve was implanted on (B)(6) 2017. A paravalvular leak was noticed, the perceval valve was explanted and a stented valve was implanted.

Manufacturer narrative:
Initial medwatch did not report the correct device code since a paravalvular leak was reported. Additional attempts were made to the surgeon; however, he is unwilling to provide more information regarding the explant of this device.